Event description:
It was reported that prior to an ultrasound guided kidney biopsy through normal density tissue, both slides of the device allegedly self-activated. A coaxial was not used. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: one maxcore biopsy needle was returned for evaluation. Functional testing was not possible due to the received condition of the needle (incidental bend).therefore, the investigation will remain inconclusive for the alleged self-activation. An x-ray was taken, which revealed incomplete cannula tang engagement. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2020). H11: b5, d10, h3, h6 (method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy through normal density tissue, the device allegedly self-activated. A coaxial was not used. The procedure was completed using another device. There was no reported patient contact.